Event description:
Patient was having surgical procedure. Cord was attached to the electrosurgical unit (esu) and the esu was being used by surgeon when the cord spontaneously caught on fire, on the end that it plugs in to the esu. Flamed like a candle and then the cord fell to the floor. Cord connected to instrument stopped burning when the cord fell to the floor. The cord on floor stopped burning as soon as it had burned through the cord casing.